Manufacturer narrative:
Concomitant medical products: 4968-60, lead, implanted: (B)(6) 2014. Dtma1d1, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. Cultures were obtained and antibiotics were administered. It was noted that the lv lead was capped and partially removed. A new cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead was implanted. No further patient complications have been reported as a result of this event.